Event description:
It was reported that the customer had issues with the insulin pump's sensor. The customer noticed a bent sensor cannula. The sensor's tape was not sticking and after placing 3m tape it started to pull the sensor out. This caused the customer pain at the site. Her blood glucose level was 200 mg/dl but her sensor glucose reading was over 400 mg/dl. The insulin pump had a crack on the screen. He dropped the insulin pump in the toilet twice. The product will return. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Unable to confirm the customer's pain/discomfort complaint due to the needle not being returned. Unable to confirm the adhesive anomaly due to the sensor being returned opened/used. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.